Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Blood glucose reading was 400 mg/dl and low blood glucose value was 42 mg/dl. Customer was treated with bolus for their high and with carbs for low blood glucose. The customer declined to troubleshoot. Customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.